Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, probe is beginning to have streaks on the screen regarding the picture. Customer and tm have tried adjusting filters and settings and keep having the same issue. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the images have streaks was confirmed. The probe displays a dark ultrasound image on most of the screen. The probes transducer has a cut in the imaging pad, creating a bubble. The root cause is use of the device.

Event description:
It was reported; probe is beginning to have streaks on the screen regarding the picture. Customer and tm have tried adjusting filters and settings and keep having the same issue. No other information was provided.